Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the sales rep was notified of the issue toward the end of the case. The surgeon was able to fire three reloads and everything worked fine. On the fourth reload, the surgeon clamped onto the tissue and tried to fire. There were blue lights on the handle and it wouldn't go into firing mode. The surgeon tried again, but it still didn't work. A new reload was loaded and able to be fired. The rep tried to reproduce the issue and it would happen intermittently. He took the battery out and put back in. He put the adapter on and blue lights came on with the reload on. With no reload on, the long bar in the adapter came out 3-5 inches and would spin around. The handle was flash cleaned before procedure, not autoclaved. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.

Manufacturer narrative:
(B)(4).